Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device back up vvi issue was observed. The patient was brought into the clinic for further evaluation and the patient¿s rhythm was not provided. The firmware reset reason was due to a communication or transmission issue. A device restoration was performed successfully. The patient was stable and will continue with regular follow ups.